Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/20/2014 with the following findings: visual inspection revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad-responsiveness issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under the down arrow, ok, and contrast key contacts; the relation of this device failure to the reported keypad-responsiveness issue could not be determined, as the reported keypad-responsiveness issue would have to be duplicated to determine such. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.